Event description:
The event is reported as: complaint alleges: staples get jammed in the staple gun. No pt injury reported.

Manufacturer narrative:
Sample returned to MFR, but investigation is incomplete at time of this report. A device history record (DHR) review could not be conducted since the lot number was not provided.